Event description:
It was reported by the patient that the needle did not move forward when the pod was activated, indicating a needle mechanism failure. The pod was not worn. Following deactivation of the pod and removal from the body, the cannula unexpectedly deployed while the patient was holding the pod, piercing the ring finger beneath the fingernail and resulting in bleeding. The patient also reported that blood glucose levels were "severely out of whack"; however, no specific blood glucose values were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: bp4a.251205.006.s721usqsbdze1hardware: sm-s721ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.